Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16143. It was reported that when the patient presented during a generator exchange procedure, high capture thresholds were observed on the right atrial lead and an insulation breach was observed on the right ventricular lead. The physician decided to not replace the leads and added a suture sleeve around the insulation breach of the right ventricular lead. The patient was stable after the procedure but had symptoms of discomfort.